Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that during the end of a procedure, there was an area of the brain that the surgeon flagged as abnormal in appearance. The catheter was removed, and it was discovered that there was a leak in the catheter along with some charring. There was some brain tissue stuck to the catheter at the site of the leak. Additional brain scans were acquired, and the surgeon reported that the abnormality they noted was likely due to a bleed in the area where the catheter was found to be leaking. The surgeon reported that there was no impact to the patient and no change in the patient's care plan. It was noted that an additional kit was not opened. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
H3: the catheter was returned to the manufacturer for analysis. Analysis found that there was a small area of char near the tip of the returned catheter. There were also two pinch marks in the tubing. Analysis was not able to confirm the reported leak. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.